Manufacturer narrative:
A follow-up report will be submitted once the investigation is completed.

Event description:
It was reported to philips that the device displayed a shock equipment malfunction message. The status logs showed a charge/shock failure and when operational testing was performed it failed the pads defib test. Additionally the test load, battery, ad therapy cable were confirmed to be in good working order. There was no reported patient or user involvement and no adverse patient/user impact.